Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was admitted for symptoms of bradycardia. Upon device interrogation, it was noted the lead safety switch (lss) had been triggered. Pacing impedances were greater than 2,500 ohms and there was evidence of loss of capture (loc) at maximum outputs. A lead conductor fracture was suspected. A lead revision procedure was performed and the rv lead was surgically abandoned. Another rv lead was successfully implanted. No additional adverse patient effects were reported.